Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;g3;h2;h3;h6 the following section was corrected: d1 h6: component code: mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right femoral diaphyseal fracture in the setting of prior hip arthroplasty and multilevel plate and screw fixation. Multiple screw fractures. A definitive root cause cannot be determined. This complaint was confirmed based on the radiograph review confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Cmp (B)(4) g2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that underwent hip revision approximately one and a half years post implantation due to a periprosthetic fracture. The stem was removed and replaced. It was reported that no additional information on the reported event is unavailable at this time.